Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medsun#: (B)(4).

Event description:
Procedure performed: laparoscopic hysterectomy. Event description: this complaint was generated from medsun#: (B)(4) received 21jan2025. Hospital: [name], model#: cd001, lot#: 1531340. The product retrieval system (basket) won't open when the surgeon tried to retrieve a specimen. A new product was opened and used to complete the surgery. Defective product was discarded. Rep requested additional information and provided possible reasons for failure of device, which included: the product is defective bag was partially deployed prior to insertion into the cavity handle on deployment device was not fully pushed forward which would then cause bag not to open all the way. Additional information from hospital representative via email on 21jan2025: no patient injury or illness occurred. The patient's status is unknown. Additional information from hospital representative via email on 21jan2025: no other devices were used when cd001 malfunctioned. The bag did not come out of the introducer tube. There was an attempt to unroll the bag. Unknown the surgeon unable to pushed it forward if I remember it correctly, she did give it a try but to no avail. It was difficult to push the actuator forward but unknown if the actuator was pushed forward, retracted, and pushed forward again. Intervention: a new product was opened and used to complete the surgery. Patient status: no patient injury or illness occurred. The patient's status is unknown.

Event description:
Procedure performed: laparoscopic hysterectomy. Event description: this complaint was generated from medsun # (B)(4) received 21jan2025. Hospital: [name] model #: cd001 lot #: 1531340. The product retrieval system (basket) won't open when the surgeon tried to retrieve a specimen. A new product was opened and used to complete the surgery. Defective product was discarded. Rep requested additional information and provided possible reasons for failure of device, which included: the product is defective bag was partially deployed prior to insertion into the cavity handle on deployment device was not fully pushed forward which would then cause bag not to open all the way. Additional information from hospital representative via email on 21jan2025: no patient injury or illness occurred. The patient's status is unknown. Additional information from hospital representative via email on 21jan2025: no other devices were used when cd001 malfunctioned. The bag did not come out of the introducer tube. There was an attempt to unroll the bag. Unknown the surgeon unable to pushed it forward if I remember it correctly, she did give it a try but to no avail. It was difficult to push the actuator forward but unknown if the actuator was pushed forward, retracted, and pushed forward again. Intervention: a new product was opened and used to complete the surgery. Patient status: no patient injury or illness occurred. The patient's status is unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).